Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. Per the customer, all terminals were closed and checked. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The wbc count is not available, at this time.

Event description:
Per the customer, no testing was performed to determine wbc count.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file during the pas addition showed rbcs consistently passed the rbc detector from the beginning of the process. This can happen if one or more of the 3 channel clamps are left open or if partial occluded during the pas addition phase. If these clamps are not fully occluding the channel line, fluid from the channel containing rbcs and wbcs, is pulled up and can enter the product bags causing the product to turn pink or red. It is probably that the contamination of the product happened during the post-collection process. There are two verifications in place that check the status of the channel clamps. One is active during prime of the pas solution and uses the return reservoir volume to confirm if the clamps are closed. The verification during the addition phase is based on a change of the rbc detector reading. If the reading increases too much beyond the baseline, then an alert is generated. At all times during the pas addition, the tests were in place but as the volume discrepancy was not triggered, the system used the existing baseline which upon pas addition did not recognize the additional rbcs in the line. This indicates that one or more of the 3 channel lines were partially clamped and not fully occluded from the beginning of pas addition. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Corrective action: an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contibuted to the incident experienced by the customer. Root cause: the analysis of the run data file during the pas addition showed rbcs consistently passed the rbc detector from the beginning of the process. This can happen if one or more of the 3 channel clamps are left open or if partially occluded during the pas addition phase. If these clamps are not fully occluding the channel line, fluid from the channel containing rbcs and wbcs, is pulled up and can enter the product bags causing the product to turn pink or red. It is probably that the contamination of the product happened during the post-collection process. There are two verifications in place that check the status of the channel clamps. One is active during prime of the pas solution and uses the return reservoir volume to confirm if the clamps are closed. The verification during the addition phase is based on a change of the rbc detector reading. If the reading increases too much beyond the baseline, then an alert is generated. At all times during the pas addition, the tests were in place but as the volume discrepancy was not triggered, the system used the existing baseline which upon pas addition did not recognize the additional rbcs in the line. This indicates that one or more of the 3 channel lines were partially clamped and not fully occluded from the beginning of pas addition. Without the return of the disposable set, it cannot definitively be determined if the clamps were improperly closed or if there was a defective clamp causing this failure.